Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation/remediation. There was no harm or injury reported. On device evaluation, the unit was inspected and run. It was noted that the device had a "check circuit" alarm. Evaluation determined the blower assembly would require replacement to address the issue. Additional findings not related to the malfunction/issue: there was cosmetic damage to the front enclosure. The front enclosure would require replacement to address this issue. Device repair/remediation has not yet been completed. A follow up report will be submitted upon receipt of additional information.

Manufacturer narrative:
The trilogy 100 ventilator was returned to a third-party service center and evaluation of the device was completed. Device evaluation confirmed that the blower assembly required replacement to address the "check circuit" alarm issue. The blower assembly was replaced and passed final testing. The device was returned to service after repair.